Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion: a review of the lot history record (lhr) for the dcs lot number 0007091908 found the devices to be built to specification and met all inspection and acceptance criteria prior to product release. Dissections and perforations are known potential adverse effects, per corevalve instructions for use (IFU), that can occur during any invasive procedure. In this case, the iliac dissection was resolved with stenting. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a dissection of the right common I liac artery, related to this delivery catheter system, required stenting. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.